Event description:
It was reported that the patient had itching and stinging behind the device, and also that the device is hanging/sagging forward. The patient has not been seen by a physician. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.